Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No additional information was available at this time.

Event description:
New information reported on 06/08/2016 stated that the patient's family stated that the patient died suddenly on (B)(6) 2015. No autopsy was performed, so the cause of death could not be confirmed, there was no allegation that the death was device related.